Event description:
The physician inserted the needle into the patient's prostate. Once the prostate was penetrated, felt different. The tip of the catheter had broken off. Removed the catheter and replaced it. No other problems were noted.